Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The clip in the patella handle that holds the adapter is missing and must have broken off.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirms the reported event. The canted coil spring is missing from the clamp. A previous investigation found the patella clamp will not retain the clamp head when the canted coil spring is missing. Supplier (B)(4) was implemented in may of 2010 to address disassembled canted coil spring components. The current complaint sample was manufactured in june 2000 prior to (B)(4). Although the complaint sample was manufactured prior to (B)(4), device wear could also be a contributing factor. No corrective action required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.